Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a tonsillectomy procedure, the surgeon bent the tube of the suction coagulator and it broke. The surgeon then used a plain surgical pencil to stop bleeding but inadvertently touched the patient's lip causing a 2nd degree burn. The burn was treated with ointment and the patient has recovered. The site has indicated the burn was user error and is not related to the suction coagulator. The site contact does not know the product number or manufacturer of the pencil.